Manufacturer narrative:
The device was inspected at rrc (regional repair center) olympus (B)(4) . The complaint was confirmed. It was found that the suction port was broken off and there was wear and tear damage on the housing. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection results, damage to the suction port was most likely due to user mishandling. The shockpulse lithotripsy IFU (instruction for use) (rev an) states "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." (Page 1); and "damage (mechanical and electrical) may result if the unit is dropped or struck against another object." (Page 3) olympus will continue to monitor complaints for this device.

Event description:
It was reported that "the device blew off the tip during the ongoing surgical application. Tip for suction device intraoperatively broken off." There was no patient injury or infection reported. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates on event reported per customer response: the procedure performed at the time of the event was a pnl (percutaneous litholapaxy). The intended procedure was successfully completed with a second identical device.